Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient had a thrombosis of the subclavian vein. The patient requires an MRI but a piece of the sherlock stylet broke off and is stuck in the patient's vein. Additional information received 10/15/2024: it was reported the radiologist didn't see the need to remove the material.